Manufacturer narrative:
Device failure is suspected, but did not cause or contribute a death or serious injury.

Event description:
Reporter indicated that a dell vns handheld computer would not stay powered on during use despite being properly charged. The dell handheld computer and flashcard are currently in product analysis.